Event description:
The wrong content was received within package. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the complaint is a result of packaging, during which a wrong article 413.020, was packed. The packages passed the packaging procedure during manufacturing process without having gone through proper control. A review of the device history record did not reveal conditions that could have contributed to the reported event. A CAPA determination request has been initiated.